Event description:
It was reported that during an unknown procedure, the device stapled but would not cut. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.